Manufacturer narrative:
Unique device identification (UDI): (B)(4). The disposable perforator ((B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a disposable perforator ((B)(4)) could not drill during surgery. They felt that the perforator was too dull. The drill used was midas and it is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. No patient injury was reported. Unknown how the procedure was completed.